Event description:
It was reported by phone that resistance was met when attempting to remove the swg from the dilator in an emergency setting which resulted in the unraveling of the swg. As a result, both the swg and dilator were removed as one and a new kit was opened and successfully used to complete the procedure. There was confirmation that the swg was removed in its entirety. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.